Manufacturer narrative:
A maquet field service technician (fst) evaluated the device and found that the metal dust cover of the light system was not correctly inserted. The fst wiped down the lights and reinserted the dust cover and returned the device to service. Additionally, the device was directly involved with the event and was being used for treatment or diagnosis of the patient when the event occurred. The investigation is ongoing and the result will be included in a follow-up report.

Event description:
The customer reported that during a surgery, a piece of metal from the dust cover fell off and onto the patient. There were no injuries reported. (B)(4).